Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert for the implantable cardioverter defibrillator in backup vvi. A device download was successfully performed restoring normal device function.